Event description:
It was reported that the insulin pump had a black spot on the display. The customer's mother stated that she was unsure what the spot was, reporting that the spot did not look like fluid. She confirmed that the spot was neither a crack nor scratch on the display. She stated that the spot moved around a little bit, but the display could be read. The insulin pump was not available for troubleshooting at the time of the documentation. The caller did not know the blood glucose reading, as the customer was away at school. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.